Manufacturer narrative:
(B)(4). Results and conclusion summation: stent retension can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The product was not returned and may have aided in the eval. It is possible that the stent became loose during removal of the protective sheath or from handling during preparation. Although a conclusive cause cannot be determined for the reported loose stent, there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury. Device issue: loose stent. It was reported that the xience v stent was found to be loose during preparation of the device. Reportedly, there was no pt involvement. No additional event or pt info is available.